Event description:
It was reported, the patient is experiencing a stinging sensation in the lower corner of her ipg pocket site. The patient was prescribed a topical inflammatory medication and is working with her physician to determine the next course of action.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.